Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was confirmed. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the power cord had exposed wires. No patient was involved.